Event description:
Following a magnetic resonance imaging, a pump motor stall was confirmed in the event logs. No motor stall recovery was noted in the logs. There was no medical or therapy problem. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4)